Event description:
The patient reportedly experienced overly loud stimulation, intermittencies, and loss of sound. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.